Event description:
It was reported when using the pyxis anesthesia es system, the matrix drawer was obstructed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were issues with open close sensor, and it was not detected drawer closing. The field service engineer turned off the station and replaced the sensor. After powering the station back on, all tests were successfully completed, and no issues were reported. The system functioned as intended after the field service engineer troubleshot the device.